Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5054 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead would not remain stable due to the patient¿s anatomy and did not sense and pace due to instability. The ra lead was explanted and a different active fixation lead was implanted. No patient complications have been reported as a result of this event.